Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler would not open the jaws back up after the surgeon decided he did not want a white load. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. They were stapling and resecting the stomach. The reload was white. The 2nd or 3rd stapler fire was involved in the event. The surgeon did not experience any clamping issues prior to firing the stapler reload. The target tissue was stomach. The jaws were not stuck on tissue when the issue occurred. The stapler was not able to unclamp after it was inserted into the cannula. There was no unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The clamp and unclamp function were tested a total of three times each in different orientations of the distal end without issue. After the third clamp, the instrument was fired and then was unclamped without any issues. A review of the logs shows no errors. Moreover, the reload was returned with the stapler. The reload was analyzed by failure analysis with no issues found. The reload was returned unfired. No damage found. The reload was installed in an in-house instrument then placed on an in-house system. The reload was fired without issue. All the pushers were deployed, and the staples formed onto the test foam. The blade was at the distal end and not exposed. A review of the stapler logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs showed stapler was installed on the system 7x and fired 6 reloads (4 blue, followed by 2 white). On install 1, there were two incomplete clamp attempts, stopping at ~63% and ~69% completion, respectively. No firing was attempted on this install. On install 2, the user was prompted to manually select the reload color due to not firing on the previous install. The blue reload was selected, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 3-7, the first clamp attempts were successful, and the firings were completed with no pauses for compression on installs 4 and 5, and 1 pause for compression on installs 3, 6, and 7. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.